Event description:
Device malfunction: difficult deployment/missing stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure in the femoral artery, difficulty was experienced when attempting to deploy the xpert stent. Upon deployment, it was noticed that the stent delivery system (sds) did not contain a stent. The sds was removed from the anatomy and another xpert sds was advanced and deployed successfully. There was no reported adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4) - off label use in the vasculature - (B) (4). The device is not available for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.